Event description:
New information received noted that the right ventricular and right atrial leads were explanted and replaced on (B)(6) 2025. Noise was also noted on both leads. Patient condition was stable.

Event description:
Related manufacturer reference number: (B)(4). Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. Physician also saw that the patient's right ventricular lead had insulation damage during the procedure. However, lead was unable to be addressed at the time due to patient anatomy. Patient was stable before, during, and after the procedure and was discharged.

Event description:
Related manufacturer reference number: 2017865-2025-52164. Related manufacturer reference number: 2017865-2025-90459. New information received noted that the right ventricular and atrial leads exhibited noise over-sensing.

Manufacturer narrative:
The reported event of electronics performance indicator was confirmed. Longevity anomalies and premature discharge of battery was not confirmed. The device was received at near elective replacement level, with normal output and telemetry communication. Analysis of the device image indicates the device was operating in auto mode with rate responsive and was in service for almost the life of its expected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as rate responsive and pacing demands. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 82% of its projected longevity, consistent with normal battery depletion.